Manufacturer narrative:
Concomitant medical product: 4568-45 lead implanted: (B)(6) 2002. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, intermittent capture at maximum output, and low impedance. The lead had undersensing with no sensing in bipolar configuration. Insulation damage was noted. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.